Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 into the arm, which is considered off label use. Upon removal of the sensor pod, the patient stated that the sensor wire has detached and was sticking out the of sensor pod. The patient did not report any injury or medical intervention.